Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. Per the information acquired, the wireless footswitch did not connect to its base station. The wi-fi indicator on the footswitch was solid red and the led indicator on the base station was flashing red, which indicates that there was an error in the wireless connection. Philips has confirmed that the reported failure is due to a connectivity issue. Due to a firmware bug, the wireless foot switch can suddenly stop responding when a number of ambient conditions coexist, such as emc disturbance and the presence of other wireless devices in the room. Philips has initiated a medical device correction (z-0476-2022). The correction has been implemented at the customer and the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction and removal (3003768277- 2021/10/29-004-c). The reported event occurred prior to completion of the correction and removal 3003768277- 2021/10/29-004-c, which addresses the causes associated with the reported malfunction.

Event description:
It was reported to philips that the system's wireless footswitch had to be replaced. There was no reported patient or user harm. A philips field service engineer (fse) replaced the wireless footswitch which returned the device to use in good working order.